Event description:
It was reported that the lead has shown a steady increase in impedance from 2000 ohms in (B) (6) 2008 to 2900 ohms now. Also the thresholds have been rising over the past few office visits. Technical services stated that this presentation correlates to the encapsulation of the lead tip. As continued, functionality could not be guaranteed, replacement was recommended. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead has shown a steady increase in impedance from 2000 ohms in august 2008 to 2900 ohms now. Also the thresholds have been rising over the past few office visits. Technical services stated that this presentation corrolates to the encapsulation of the lead tip. As continued, functionality could not be guaranteed, replacement was recommended. It was later reported that the patient received several inappropriate shocks due to a high right ventricular pacing impedance, oversensing and noise. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase. The rv pace impedance measurement has been increasing steadily over the recording period beginning with a min/max of 1936/2000 ohms and ending with 2864/2944 ohms.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase. The rv pace impedance measurement has been increasing steadily over the recording period beginning with a min/max of 1936/2000 ohms and ending with 2864/2944 ohms.

Event description:
It was reported that the lead has shown a steady increase in impedance from 2000 ohms in (B) (6) 2008 to 2900 ohms now. Also the thresholds have been rising over the past few office visits. Technical services stated that this presentation correlates to the encapsulation of the lead tip. As continued ead functionality could not be guaranteed, replacement was recommended. No patient complications were reported as a result of this event.